Event description:
The patient was receiving an infusion of dopamine that was being regulated by a sigma infusion pump. The patient's blood pressure was not responding to the dopamine and an epinephrine drip was started. It was then discovered that the tubing that was connected to the IV bottle and threaded through the pump had a crack in it. The crack occurred in a section of the tubing that had been placed inside the pump door. The tubing used is a mcgaw accussette, catalog number v8600. The sigma pumps were being used on a trail basis. The manufacturer of the pump has been notified and the equipment returned to sigma for evaluation.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.